Manufacturer narrative:
The affected device was returned and evaluated. A microscopic examination was performed by the research and development team which revealed scratches, pitting and wear on the proximal articulating areas of the insert. This was likely caused by the presence of third body debris in the articulation zone. There was also damage on the distal surface of the insert. This damage on the posterior surface of the insert most likely indicates that it was riding on top of the tibial base plate. The anterior lock showed minimal rounding of corners, which indicates that the insert may have never fully seated. Deformation was also observed on the post. Deformation was observed on the posterior distal surface, most likely sustained during removal. The insert failed due to the reported dislocation, which may be due to the insert never being fully locked. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to dislocation.